Event description:
An angioplasty procedure utilizing a navilyst medical convenience kit was being done via right radial artery access. Air entered the pt causing the procedure to be stopped. The air was thought to result from the touhy-borst of the y-adaptor not closing sufficiently. No serious injury to the pt was reported. A sample will not be returned to navilyst medical as the devices were discarded at the hospital.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for (B)(4) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for these lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The (B)(4) 2011 navilyst medical complaint report was reviewed for the product family of "y-adaptors," and the failure mode of "air bubbles." No adverse trends were identified. The reported y-adapter is purchased by navilyst medical by boston scientific ((B)(4)), and they were notified of this report. Although without receiving a sample for eval, the definitive root cause of the event is unable to be determined, the supplier has suggested that if the device was not flushed with saline to remove trapped air or that the thumbscrew of the y-adaptor was not closed sufficiently to form a tight seal, a similar event could occur. These techniques for proper set-up of the y-adaptor are detailed in the directions for use (dfu) packaged with the device. Our supplier has also reviewed the applicable lot numbers for any mfg issues that could potentially relate to the event description. These was no non-conformances reported for any lots. Navilyst medical incoming inspection process controls on the lot numbers include visual and dimensional dimensions as well as an (B)(4) air leak test. (B)(4).